Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels between 17 and 20 mmol/l. The customer felt dizzy and nauseous prior to being admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple no delivery alarms in the alarm history. The insulin pump passed the self test. Nothing further was reported.